Event description:
Device was returned due to the claim that the power cord had failed. Upon repair evaluation, it was discovered that there was an exposed prong attached to the power cord which is an accessory to the device. There was no reported pt harm. An investigation was performed and it was determined that the molded female connector that connects the power cord to the unit had shown separation. Although the cause is unk, testing was performed on a representative sample and has indicated that the design of the power cord meets the specifications and the applicable standards for power cords.